Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the bariatric surgery, when severing the stomach tissue, after fired, noted one side tissue without any staples. The device did not lock out, it cut the tissue. The staples had a b- shape. Changed to new device to complete the transection and surgery. There was no patient consequence reported. No additional information can be provided.